Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a right side femoral component was implanted in the patient's left knee instead of a left side femoral component. No patient harm or treatment plan was reported. The reported event was confirmed through review of the provided implant sheet and is considered to be the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a primary knee procedure, a right ps femoral component was implanted into the patient's left knee. The patient has not been revised at the time of report, and the treatment plan for the patient was not reported to the rep. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary knee procedure, a right ps femoral component was implanted into the patient's left knee. The patient has not been revised at the time of report, and the treatment plan for the patient was not reported to the rep. Rep confirmed that no further information will be released by the hospital or surgeon.